Event description:
The manufacturer received information related to simplygo device alleging that the battery melted at connection. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filled.